Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg (rlt281414j/14530731) and contralateral leg components (plc161400j/14215357, plc231400j/14816691) were implanted. An angiography revealed that blood flow of the right renal artery was covered by rlt281414j/14530731. A metal stent were implanted in the right renal artery to recover. The physician commented that the reason of covering the right renal artery is due to ballooning in contralateral leg components. The ballooning pushed up the whole strant graft. The patient tolerated the procedure. No further information is available.